Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7339690; medical device expiration date: 2020-11-30; device manufacture date: 2017-12-05. Medical device lot #: 8045649; medical device expiration date: 2021-01-31; device manufacture date: 2018-02-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd nexiva¿ closed IV catheter system had leakage where the tubing attached to the catheter port. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during the use of the bd nexiva closed IV catheter system had leakage where the tubing attached to the catheter port. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.